Manufacturer narrative:
After further evaluation, list 01l86-97 is no longer considered a suspect medical device for this event. Based upon this new information, this complaint is no longer an MDR reportable event and no further information will be provided regarding this event.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported repeatedly (B)(6) hiv ag/ab and hcv patient results, when processing on the architect i1000sr. The following data was provided: sample 2: hiv results were (B)(6). Sample 3: hcv results were (B)(6). Additional testing with immunoblot was (B)(6). No impact to patient management was reported.